Event description:
Ous MDR - it was reported that 2 days after the implantation no ventricular capture was noted. During the revision first the lead was exchanged and then this pacemaker was also replaced.

Manufacturer narrative:
The pacemaker and the lead were returned for analysis. The visual inspection of the lead found a bent is-1 connector pin, which was probably caused during the lead revision. No other deviations could be found that could be related to the clinical complaint. Especially the electrical analysis did not show any irregularities. During the pacemaker analysis, the pacemaker first underwent a status interrogation, and the memory content was analyzed. The analysis of the memory content showed proper device behavior. A bipolar lead error in the ventricle that occurred on (B)(6) 2017 is documented in the device memory. It was most likely the result of the lead revision at the same day. Due to the bipolar lead error, the pacemaker switched as specified to the unipolar pacing mode. In a next step, the pacemaker was visually inspected, and the connection system was examined. The screws and the spring elements of the lead connections were without defects. Leads inserted as a test could be contacted with easy passage, low ohm values, and reliably. The drill hole dimensions were all within the dimensions defined in the standard. The pacemakers capability to provide therapy was tested. The antibradycardic output signal matched the programmed values, and the signal sensing of the device was normal. The pacemaker showed specification-conforming behavior in regard to its device functions. In addition, a long-term pacing test was performed. The pacing function did not show any irregularities. The device was able to provide therapy without limitations. In summary, the analysis of the lead did not show any irregularities that could be related to the complaint. The pacemaker functioned properly during the analysis and met specifications in regard to the electronics.